Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system was found to be split when removing the IV from the vein. This occurred with 2 catheters. The following information was provided by the initial reporter: "when IV was removed, the tip of the catheter was split... 22aug2023 date of event: (B)(6) 2023 how many occurrences of catheter split? 2. Any adverse event reported to the patients? No. Was needle through the catheter? Unsure. What was the patient¿s outcome? New IV placed. Was there any medical intervention due to this event? New IV placed. Are you able to provide the photo of the defective sample? No, catheter discarded"

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd nexiva¿ closed IV catheter system was found to be split when removing the IV from the vein. This occurred with 2 catheters. The following information was provided by the initial reporter: "when IV was removed, the tip of the catheter was split. 22aug2023: date of event: (B)(6) 2023. How many occurrences of catheter split? 2. Any adverse event reported to the patients? No. Was needle through the catheter? Unsure. What was the patient¿s outcome? New IV placed. Was there any medical intervention due to this event? New IV placed. Are you able to provide the photo of the defective sample? No, catheter discarded."